Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9900 system had poor image quality. No pt injury was reported.